Event description:
This lead was implanted on (B)(6) 2007 and remains implanted at this time. It was noted on (B)(6) 2013 that erosion took place. The physician was dr. (B)(6) at (B)(6) center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).